Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited loss of sensing, loss of capture, and high impedance. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on 9/18/2017 stated that the patient presented for follow up. Upon interrogation, the lead exhibited undersensing. The lead was capped and replaced. The patient was discharged.